Manufacturer narrative:
Concomitant medical products: ddmb1d4, ICD, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged post operatively. The lead had diminished r-wave sensing and x-ray showed that the lead had moved. The patient was placed back on the table and a lead revision was performed. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.